Event description:
It was reported that the tip of the balance middleweight (bmw) guide wire caught on the newly deployed stent during removal of the wire. An over the wire dilatation catheter (dc) was loaded on to the bmw wire, but was not inflated. The dc was used to help remove the entrapped bmw wire with a slight pull. A small segment of the radiopaque tip of the bmw wire separated and remains entrapped within the stent in the anatomy. The procedure was completed at that point. The physician thinks the j tip of the wire may have caught on an unopposed stent strut during removal of the wire. The physician may have formed a larger j tip than usual. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.